Event description:
It was reported that "dr was doing a revision of a hybrid case upon removal of the 7th screw (of 8) the threads on the shaft of the inner driver broke off in the screw head."

Manufacturer narrative:
Tip was removed from the patient successfully. No adverse consequences to the patient are reported. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.